Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that the right ventricular lead pacing impedance had been gradually increasing and had more than tripled. The patient was asymptomatic and in stable condition. The patient would continue to be monitored.

Event description:
Additional information - it was reported that the lead was capped and replaced on (B)(6)2021. The patient was in stable condition.

Event description:
Additional information - it was reported that the patient felt a vibratory alert and presented to clinic. Interrogation of the device revealed that the right ventricular pacing lead impedance had reached an out-of-range value. Lead replacement was discussed but did not occur.